Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, white particles in the shell, and total delamination of the valve. Leak test and microscopic analysis was performed which identified: total delamination of the valve. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of (B)(4) fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.